Event description:
A malfunction on the pump was reported by the caller, and prior to the malfunction, no notable events were observed. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. To resolve the issue, cts planned to replace the pump. The customer was advised to use an alternate insulin delivery method and provided with a pump that has updated software. Instructions on how to put the pump in storage mode and handle the replacement were given, and the customer acknowledged understanding these steps.